Manufacturer narrative:
(B)(4). Evaluation: results: (endoleak). Results/conclusions: (lack of information for this case).

Event description:
A talent stent graft system was implanted into a pt for the endovascular treatment of an acute type b thoracic dissection at zone 3 and a 6.3 cm x 18 cm thoracic aortic aneurysm approx 12 months ago. Vessel morphology was reported as the diameter of the proximal and distal thoracic aortic neck was 39mm and 32mm, respectively . It was reported that a talent (B)(4) was implanted at zone 3 successfully. One month later there was a type I endoleak present. The endoleak was assessed to be unrelated to the device or procedure. It was reported that 12 months post implant the pt had an open chest repair; the cause of the open chest repair was not reported. Additional information for this event has been requested. No additional clinical sequelae were reported and the pt is fine.